Event description:
The account communicated that the patient had a history of acute myeloid leukemia (aml) post sacrococcygeal tumor (2005, 2013). The patient was admitted for a gi bleed and anemia. There was no intervenable source found on tagged red blood cell (rbc) scan or ir angiography. During the patient's admission the lvad clotted off and stopped function. Due to the patients current prognosis and decreasing quality fo life, it was decided to enter comfort care. Per the account, the death was suspected to be device related as the device did not operate as expected. The device clotted off in setting of gi bleed and anemia. No further information was received.

Manufacturer narrative:
Manufacture's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Heartmate ii lvas was not explanted and will not be returned for evaluation. The heartmate ii lvas instruction for use lists device thrombus and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device (age of device: 5 years). No other information was provided. A supplemental report will be submitted with the manufacture investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient was expired due to aml/vad thrombosis. Additional information was requested but not provided